Event description:
During count noted a fleck of foreign, sliver-like debris woven into raytec. Package of raytec removed from field. Only noted on small area of 1 out of 10 raytec; packaged and sent to nursing instructor's office for product review.